Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation conclusions), h10, h11. Corrected fields: e3, h4, h6(investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) went into standby mode unexpectedly for eight (8) minutes. The ccu rn was not in the room and was unaware of any alarm situation. The ccu rn restarted the cardiosave without incident. No patient harm, serious injury or adverse event was reported.